Event description:
New information received reported that the patient was hospitalized and the device was reprogrammed. The patient's condition was good and they were discharged from the hospital.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving high voltage therapy. It is unknown if the hv therapy was inappropriate or if it failed to convert the rhythm. No intervention was performed and the patient would continue to be monitored. No further information was available.